Event description:
The reporter contacted animas on (B)(6) 2012 to troubleshoot the pump; during a review of the pump history, the prime volumes were found to be low. The reporter stated that typically the tubing has drops almost immediately at the prime step; the reporter stated that no insulin movement was ever noted during the load cartridge step. The reporter performed a rewind, load, and prime with new tubing and confirmed that no insulin was dispensed during the load step. The reporter primed 10 units and drops were seen at the end of the tubing; the reporter indicated that the pump never took 10 units to see drops before again stating that drops were seen almost immediately at the prime step. The reporter confirmed that the tubing was not manually primed. This report is made based on the indication that the pump load step may have dispensed insulin.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the prime history verified reported prime amounts. There are no cartridge detected warnings in the black box. The rewind, load cartridge and prime steps performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting correct force. The pump was opened and no damage was found to the force sensor. There was no defect found with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.